Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient underwent a revision to address high impedances on both leads. Both leads were explanted. The. Physician was unable to access the epidural space due to patient¿s severe scoliosis. As such, new leads could not be placed. The entire system was explanted. The plan is to possibly have an scs paddle trial. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.